Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine ultra pen needles 4mm the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: a microfine ultra 4mm pen needle did attach correctly to the pen-just nothing came through it when injected-it seemed to be blocked.

Event description:
It was reported while using bd micro-fine ultra pen needles 4mm the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: a microfine ultra 4mm pen needle did attach correctly to the pen-just nothing came through it when injected-it seemed to be blocked.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.